Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a nc sprinter balloon to treat a moderately calcified and severely tortuous lad thrombotic lesion exhibiting 94% stenosis. No damage was noted to device packaging and no issues removing the hoop. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered but no excessive force used during delivery. It was reported that the balloon failed to cross the lesion and balloon removal difficulties occurred. The device was removed by removing the entire delivery system. No patient injury was reported.

Manufacturer narrative:
The device was not used to post dilate a deployed stent. The device was removed by removing the entire system of products. The procedure was completed with a re-operation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.